Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: the black box shows dates from 10/18/2015 -10/21/2015 -1/1/2007 -1/5/2007 -10/26/2015. The black box shows evidence of "intermittent power" events beginning on 10/21/2015. The pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. The battery cap threads are damaged. A test battery cap was used for all testing. Pump powers with a test battery cap to a dim discolored display. Battery compartment cracks were observed in thread area and below grip pad. Battery compartment threads damaged. Pump case cracked in upper rh corner of display area. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Keypad peeling from bottom of keypad to "ok" key. All keypad keys responding. Removed pump case. No evidence of moisture or loose components observed inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.